Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low when testing with control solution. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on (B)(6) 2014 at approximately 1pm when a reading of 103mg/dl was obtained when a control solution test was performed using the subject device. The patient stated that she manages her diabetes using injectable diabetes medications (not insulin but brand not specified), and denied making any change to her usual diabetes management routine in response to the reported issue. Approximately 2-3 hours after the alleged issue occurred, the patient reportedly developed symptoms of ¿shaky, feels like blood sugar is dropping¿. The patient claimed she treated herself with sugar in response to the symptoms. At the time of troubleshooting, the csr determined that the unit of measure was set correctly, the test strips and control solution had not expired and the correct testing procedure was being followed. The csr walked the patient through a re-test and the result was not in range. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.